Manufacturer narrative:
Combination product: yes. The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned instrument revealed that few struts are deformed at the distal end of the stent and in the center. Microscopic analysis revealed stent imprints on the exposed balloon surface, indicating that the deformed struts were initially crimped on the balloon. The stent protector was not returned for analysis. A reference stent protector could not be applied over the deformed struts in the stent center without bending them further. It can therefore be excluded beyond reasonable doubt that the damage was already present on delivery of the instrument. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Based on the conducted investigations, no manufacturing or material related root cause could be determined.

Event description:
An orsiro drug-eluting stent system was chosen for treatment. When the device was removed from the protective sheath, it was noticed that the stent was deformed.